Manufacturer narrative:
The parts and ceramtec report were transferred to bioengineering for review and a report was received stating; based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4) . The complaint shall be closed with to off label use; it will be entered into the complaint database and monitored through trend analysis.

Event description:
(B)(4) same patient same side. Explantation of depuy ceramic insert during revision of broken competitor´s ceramic head. Ceramic insert was already damaged by surgeon when it was inserted. Date of first revision: (B)(6) 2010; date of second revision: (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.